Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported the non-osseointegration of the dental implant. According to the dentist, the patient presented severe periodontal problem and lost hi tooth #5, which was replaced with the implant. The dental implant was lost as well.